Event description:
After infusion of 5fu of chemotherapy via curlin pump, the user attempted to flush the port and there was no blood return. The pt stated that it stung a little. The needle was not in the port, and when the needle was removed, blood-tinged fluid was leaking out of the needle hole.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot # has been provided by the complainant.